Manufacturer narrative:
Concomitant medical products: product ID: 3889, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that from a literature research on the risks/possible effects with fractured 3889 snm lead the leads were explanted and broke with one electrode remaining in the tissue.